Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred and that an altitude alarm occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer's blood glucose level was 87 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.